Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the spring wire guide (swg). As a result, the iab was removed and a new iab kit was opened was used.there was no report, of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the spring wire guide (swg). As a result, the iab was removed and a new iab kit was opened was used. There was no report, of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked and resistance was noted upon loading the guidewire into the central lumen. The root cause of the kink is undetermined, but a potential cause is a result of customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.